Manufacturer narrative:
Complaint: (B)(4). Samples have been received and will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states phlebotomist was stuck with a butterfly needle after drawing a patient's blood. She could not get the needle to retract, so she pulled it out of the patient's skin with the needle exposed. Several of the staff feel that the butterflies we currently use are difficult to retract.

Manufacturer narrative:
Complaint (B)(4). Received 11pc 450130/g241037c for evaluation. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no de-viations in association with the reported issue. The activation of safety mechanism is regularly tested during in-process inspections; no irregularities were observed. Customer samples were visually and functionally evaluated; no abnormalities associated with the complained error were detected. The safety mechanism could be fully activated. The complaint could not be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.